Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test/evaluation (rite) electrical test but failed the rite functional test. The volumetric accuracy testing was performed and the device consistently fails to deliver the correct volume reported. The assignable cause of the pal fluid delivered failures is determined to be insufficient copper mesh pad in the vsx chambers which would cause the device to calculate fluid volumes incorrectly. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Additional investigation is being conducted through CAPA/ncr (B)(4).